Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07-sep-2025 the user reported that their ilet touchscreen was cracked, leaving parts of the display unresponsive. The user continued on the ilet but was advised to use backup insulin therapy until a replacement arrived. No ems, hospitalization, or injury was reported.